Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at display window corners, display window, reservoir tube window corners and reservoir tube lip. Device received with broken off piece at the battery tube threads. Device received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer also reported a hospitalized low blood glucose event. The insulin pump was returned for analysis.